Manufacturer narrative:
B3: date of event is unknown. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review could not be performed as no lot number was provided by the customer.

Event description:
It was reported that the nurse was unable to perform a complete purge; we see that the air bubbles are not reaching the filter; they are blocked beforehand. There is no patient involvement.